Event description:
Patient reported issues with the wake button being unresponsive and requiring hard pressing, frequent false incomplete bolus alarms, and a heavily scratched touchscreen making it difficult to read. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up, is out of warranty, and is in the process of obtaining a new device.